Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation with an mr grade of 3. One clip was implanted successfully reducing mr to 1. After the mitraclip procedure, an atrial septal defect (asd) was observed and an occluder was implanted to close the asd. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial perforation, is listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.